Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that the user noticed a cracked in the female hub that leaked while infusing on a patient. No patient harm reported .

Manufacturer narrative:
The customer¿s report of a cracked female luer was not confirmed. The extension set was visually inspected and no anomalies were observed. Functional and pressure testing resulted in no leaks. The root cause of the customer¿s experience was not identified.